Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the patient out of a ventricular arrythmia with eight shocks. The patient ended up requiring an external shock to be converted back to sinus rhythm. The field was inquiring about programming optimization. The patient was brought back in for conversion testing, and a 31 joule shock was able to be successfully delivered. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review performed for the autogen device confirmed that the event of difficulty converting rhythm (ambulatory) is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause not established investigation conclusion was selected because the reason for the alleged observations could not be determined.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the patient out of a ventricular arrythmia with eight shocks. The patient ended up requiring an external shock to be converted back to sinus rhythm. The field was inquiring about programming optimization. The patient was brought back in for conversion testing, and a 31 joule shock was able to be successfully delivered. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.